Event description:
Clinic notes dated (B)(6), 2013 indicate the patient had a suicidal ideation screening. It was found that the patient has suicidal thoughts, but no intent. Vns diagnostics were normal.